Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii seal (4.5mm), was not properly loaded into the device, preventing it from deploying. A new heart string was opened and the surgery was completed without any problems. The patient was not harmed.

Event description:
N/a

Manufacturer narrative:
Trackwise ID #(B)(4). Updated section: b-4, g-4, g-7, h-2, h-10 the lot # 25157483 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.